Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic segment resection procedure, when stapling the parenchyma, the handle slipped with a loud crack and the stapler cannot process the normal thickness of the tissue. When it worked, the stapled seams were fine. The surgeon uses new reloads and various handles. There was no patient injury.